Event description:
The customer reported that the insulin pump alarmed no delivery and motor error during a bolus deliver. The blood glucose reading was 380mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found low reservoir and low battery alarm. Assisted the caller to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the no delivery alarms. The motor tested okay.